Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "the red tube cap is not attached tightly, after being used in an open system."

Manufacturer narrative:
Investigation summary : no customer samples or photos were received for review and analysis. Therefore, 29 retain samples from the bd inventory were functionally tested and the customer's indicated failure mode of decapping (loose cap) was not observed. Therefore, this complaint for the indicated issue of decapping, cannot be confirmed based on retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, bd could not determine a root cause for the indicated issue.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "the red tube cap is not attached tightly, after being used in an open system."